Event description:
Tube was used on a pt with thyroid cancer. The tube was crushed which decreased the diameter. The tubing material is very pliable and becomes more pliable in body temp. When the tube gets small, it is hard to suction. Pt coughed out the tube.